Manufacturer narrative:
Philips has investigated this allegation. Philips received an allegation stating the system was unable to boot up the equipment at the start up. The customer (hospital engineer) has resolved this issue by reinstalled the system. After which, the system was back to normal use. There was no further service provided from philips as the onsite service was not required. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the device was unable to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this allegation. Philips received an allegation stating the system was unable to boot up the equipment at the start up. The customer (hospital engineer) has resolved this issue by reinstalled the system. After which, the system was back to normal use. There was no further service provided from philips as the onsite service was not required. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The manufacture date has been updated.